Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain, numbness, and loss of motor function in their legs following a perm implant on (B)(6) 2021. The patient was admitted to the hospital and underwent an emergent exploratory surgery on (B)(6) 2021 and it was discovered that the patient had a hematoma. In turn, the entire scs system was explanted. Post-operatively, the patient had regained all function and experienced no side effects. The patient was discharged on (B)(6) 2021.